Event description:
It was reported that during follow-up, atrial readings were noted on the ventricular lead. An x-ray confirmed lead dislodgement into the atrium. The lead was successfully repositioned and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.